Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level was 200 mg/dl. The customer performed fixed prime and insulin did not exit and while performing manual prime it was found that the plunger was hard to push. It was found that the occlusion was between reservoir and tubing. The reservoir will not be returned for analysis.